Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an ultrasound biopsy, the device was not collecting tissue samples. No reported patient injury associated with the event.

Manufacturer narrative:
The suspect device was returned for evaluation; however, there was no evidence of prior clinical use and no significant physical damage was observed. The failure reported by the customer was not observed. During the evaluation simulated clinical use testing was conducted using a guided breast biopsy phantom gel. The devices were fired 5 times to collect sample, 3 times in a mode and 2 times in d mode. All 3 devices were able to successfully collect sample in both a and d mode. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and one similar complaint for this lot number was found. Nonconformances of this nature are monitored by the operation teams.